Manufacturer narrative:
FDA registration # (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle went down to zero when pressure was applied, but the fluid was still flowing into the balloon. Attempts to use a different syringe was made but the same thing happened. The patient's condition after the procedure was reported to be "no harm to patient." Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # (B)(4) pertains to the first alliance inflation syringe and manufacturer report # 3005099803-2017-02824 pertains to the second alliance inflation syringe device. It was reported to boston scientific corporation that two alliance inflation syringe devices were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle went down to zero when pressure was applied, but the fluid was still flowing into the balloon. The physician attempted to use a second syringe, but the same problem occurred.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the gauge needle went down to zero when pressure was applied, but the fluid was still flowing into the balloon. Attempts to use a different syringe was made but the same thing happened. The patient's condition after the procedure was reported to be "no harm to patient." Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.